Event description:
New information received notes the patient was asymptomatic, fluoroscopy confirmed lead movement. The lead was capped on (B)(6) 2023, and abandoned, not explanted as it broke during extraction.

Manufacturer narrative:
G3 in previous supplemental MDR for mfr2017865-2023-40912 should have been nov 16, 2023.

Event description:
It was reported that high capture thresholds were observed on the left ventricular (lv) lead. The lv lead was noted to have dislodged. The lv lead was explanted and replaced. The patient was stable.